Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with multiple different programmers. The patient has not had a device check/interrogation since implant. An unspecified adverse patient effect was reported. Urgent device replacement was planned but not yet performed as the patient has not agreed to surgical intervention. As of today the device remains in service.